Event description:
It was reported to vyaire medical that the field service technician stated the log file analysis showed the bellavista ventilator is showing a tf 318 alarm. No patient involvement. No patient harm.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation, however, the log file analysis tool was utilized and the confirmed tf 318 alarms on three ventilator start-ups, at this time an on-site evaluation has not been performed. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire medical technical support technician went onsite to evaluate the suspect device and was unable to duplicate the customer's reported complaint. The issue was not reproducible and a complete calibration was performed. The ventilator is ready for patient use.